Manufacturer narrative:
(B)(4). The customer provided one image for analysis. A kink is visible on the catheter body. No obvious signs of use were observed in the customer image. The customer returned one 4-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the extension lines. Non-arrow connector tubing was attached to all four extension lines. Visual analysis revealed a kink on the catheter body. Microscopic examination confirmed the damage and revealed indentations on either end of the body. The location of the kink measured 12mm from the juncture hub. The catheter body total length measured 216mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter body outer diameter measured 2.88mm, which is within the specification limits of 2.87mm-2.97mm per the catheter extrusion product drawing. The catheter was functionally tested per the instructions per use provided with this kit, which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s).". All four extension lines were flushed using a lab inventory syringe and flushed as intended. No blockages or resistance were identified. A lab inventory guide wire with a diameter of 0.032" was inserted through the catheter. Major resistance was encountered at the location of the kink; however, the guide wire was still able to pass through the catheter. Quality engineering from the manufacturing/packaging site for this product was consulted for further analysis. They indicated that the observed defect could occur during the packaging of the kitted device. The appearance and location of the damage are consistent with the catheter body becoming pinched by the cup that is placed over the catheter within the kit packaging. For this damage to occur, the catheter could have either been misplaced within the tray or shifted out of the tray location during shipping/storage. A device history record review was performed, and no relevant findings were identified were identified to suggest a manufacturing related issue. The IFU provided with the kit informs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s). Check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed. Flush lumen(s) to completely clear blood from catheter." The customer report of a kinked catheter body was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was kinked/flattened adjacent to the juncture hub. Dimensional analysis of the catheter did not reveal any manufacturing/extrusion related issues. However, the appearance and location of the damage is consistent with the catheter body becoming pinched by the cup that is placed over the catheter within the kit packaging. For this damage to occur, the catheter could have either been misplaced within the tray or shifted out of the tray location during shipping/storage. Based on these circumstances, the probable root cause is packaging related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during cvc insertion "constriction noticed at 20 cm (cvc cannot be advanced over seldinger wire)". A new device was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during cvc insertion "constriction noticed at 20 cm (cvc cannot be advanced over seldinger wire)". A new device was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during cvc insertion "constriction noticed at 20 cm (cvc cannot be advanced over seldinger wire)". A new device was used. The patient's condition is reported as fine.